Manufacturer narrative:
Patient weight is unknown. (B)(4). Due to intra-operative issues, the device was not implanted/explanted. (B)(6). (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported an intra-operative radiograph showed after setting the four screws the cage released from the titanium plate in the spinal canal. It was noted that the patient has sclerotic bone. The implant was been removed during the same initial surgery. The procedure was prolonged for an hour; however, the patient was not harmed due to the migrated implant component. Concomitant parts: awl (part 03.617.990, lot unknown, quantity 1); screwdriver (part 03.617.902, lot 9917805, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (zero-p implant 6mm height convex/large-sterile, part number 9580439, lot number 9580439). The subject device was returned to the manufacturer with the complaint condition stating that during the initial surgery, the cage released from the associated titanium plate into the patient¿s spinal canal. The implant was removed and the surgery was delayed for one hour. The subject device was received in a dissembled state. The part and lot numbers etched on the components match the complaint system file and the device history record review. The final product 04.617.236s/ lot#9580439 is manufactured assembling a titanium plate (art. 60022660) produced in (B)(4) and a peek spacer (art. 60051292, lot#8765932) produced in (B)(4): both components have been investigated. As previously reported, the device history record review showed that no ncrs were generated during production. The review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The returned parts were re-inspected for all the features pertinent to the complaint condition. The relevant plate features were all in specification. The peek spacer has been improperly damaged post production (see pictures in the analysis report) but the relevant coupling features were still in specification. The two components were easily and correctly reassembled after the inspection: this indicates that the matching of the two items is guaranteed. Neither dimensional issue nor assembling issues were found. Complaint is disposed as confirmed due to evidence that part has been returned disassembled, but is not valid from a manufacturing perspective because there is no evidence of manufacturing related issues. The root cause could not be definitively determined but may be related to incorrect method of use. The device was returned to synthes customer quality. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Previous report concomitant awl no longer concomitant device. (B)(4). Manufacturing location: (B)(6). Manufacturing date: (B)(6) 2015. Expiry date: (B)(6) 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While the device was being evaluated by the manufacturer, it was noted that the previously reported concomitant awl was damaged and there not a concomitant part. The awl was assessed and the damaged was determined to not meet reportable criteria.